Event description:
Same literature article as MDR ID 2134265-2015-01939. It was reported via literature that stent dislodgement occurred. The aim of the study was to analyze the angiographic and clinical results of the renal artery stenting from the facilities database. Express sd stents and non-bsc stents were used. Stent dislodgement was reported to have occurred in one patient. The stent was dislodged from the ostium during balloon removal, but was successfully mobilized and parked in the external iliac artery. The conclusion of the study indicated that transradial renal artery angioplasty and stenting is technically feasible and safe.

Manufacturer narrative:
(B)(4).

Event description:
Same literature article as MDR ID 2134265-2015-01939. It was reported via literature that stent dislodgement occurred. The aim of the study was to analyze the angiographic and clinical results of the renal artery stenting from the facilities database. Express sd stents and non-bsc stents were used. Stent dislodgement was reported to have occurred in one patient. The stent was dislodged from the ostium during balloon removal, but was successfully mobilized and parked in the external iliac artery. The conclusion of the study indicated that transradial renal artery angioplasty and stenting is technically feasible and safe.

Manufacturer narrative:
Literature citation: ruza, zoltan et.al. (2014) "transradial access for renal artery intervention.". Interventional medicine & applied science, vol. 6 (3), pp. 97-103. (B)(4). Device evaluated by MFR: the complaint device was not received at the complaint investigation site (cis) for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).